Manufacturer narrative:
(B)(4). Batch # l54z9f. Missing staples, sled movement, one piece sled missing. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what did not work? Did the battery seem to be dead? If yes, was the battery removed, rotated 180 degrees, and reinserted? Did the device lock-out and not fire? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? The analysis found that one pse45a device was returned in good visual condition and with two cartridge reloads present. Cartridge (a) ecr45w, l53119 was received unfired and with the one piece sled missing making the reload non-functional. Cartridge (b) ecr45w, l53x7n was received partially fired 1/10 and with 12 staples missing. The device was tested for functionality in the articulated position with the returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The cut line was complete and the staples were noted to have the proper b-form shape. However the staple line was noted to be missing 12 staples. Although no conclusion could be reached on why the one piece sled (a) is detached, or the staples missing it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staples are present prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a pancreatectomy procedure, the stapler didn't work in the first firing. The load was replaced, however it didn't work too. Another like device and two reloads were used to complete the procedure. There were no adverse consequences for the patient.